Event description:
The risk manager of the hospital reported to (B)(4) that " the prosthesis was changed because of persistent pains."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.